Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The outer insulation of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated apparent explant damage. The analyst noted that visual inspection found tissue covered the helix. Tissue on the helix can cause the helix extension and retraction to be out of specification. After cleaning the tissue off the helix, the helix extended and retracted within specification. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately a week post implant, the right ventricular (rv) lead had high thresholds. The patient reported that the lead ¿came loose¿. An attempt was made to reposition the lead; however, there was difficulty moving it, so the physician elected to explant and replace. No patient complications have been reported as a result of this event.